Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient did not experience any adverse consequences.

Event description:
New information received indicated that there was suspected premature battery depletion. The patient presented on(B)(6) 2021 for explant procedure and the device was replaced successfully. The patient did not experience any consequences throughout the procedure.